Manufacturer narrative:
"Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305110 and lot number 9193538. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. (B)(4).

Event description:
It was reported that 3 needle 26x3/8 ib had foreign matter during use. The following was reported by the initial reporter: "it was reported that the needles are blocked and coring. (B)(4). "Distributor name: (B)(4). Tandem distributor account number: (B)(4). Distributor incident reference number: (B)(4). Country of event: (B)(6). Date distributor notified: (B)(6) 2020. Incident information: event date: (B)(6) 2020. Incident category: power source alert 7 + battery jumps ((B)(4) not related to syringe/needle issue). Event details (attach additional pages if needed and do not include the personal data of any individual): needle issues: description of issue: customer reports syringe got blocked. Number of occurrences: 2. Did the customer insert the needle into the cartridge and encounter fill resistance? Yes. Bd will not contact the customer. Which needle is the customer using? Bd 26 g, 3/8¿ needle ¿ 305110. Needle lot number: asku. What was your bg reading at the time of this event? Within range. Patient information: age at time of event: na. Age units: na. Gender: na. Product information: serial number: (B)(4). Cartridge lot number: na. Insulin used: na. Infusion set brand: na. Infusion set part number: na. Infusion set lot number: na. Is device being returned? No. Expected return date: 7 business days after date distributor notified distributor¿s return reference number (provided by cmd): 7 business days after date distributor notified. Replacement pump serial number: na. Healthcare facility information: name of facility: na. Address: na. City: na state/province: na. Country: na. Email: na. Phone: na. Fax: na. Per distributor: did customer only change the syringe needles to resolve the needle blockage issue? I apologise, the answer for this question should be yes. " (B)(4). "Distributor complaint report - international. Distributor information: distributor name: (B)(4). Tandem distributor account number: (B)(4) distributor incident reference number: country of event: (B)(6). Date distributor notified: (B)(6) 2020. Incident information: event date: (B)(6) 2020. Incident category: fill resistance. Event details (attach additional pages if needed and do not include the personal data of any individual): description of issue:filling cartridge encountered fill resistance. Number of occurrences: 5. Did the customer insert the needle into the cartridge and encounter fill resistance? Yes. Bd will not contact the customer. Which needle is the customer using? Choose one: bd 26 g, 3/8¿ needle ¿ 305110. Needle lot number: m567696. What was your bg reading at the time of this event? Within range. Was customer able to load a new cartridge? Yes. Example: customer changed only the needle and was able to fill the cartridge successfully. No further tandem follow up is required. Note: product category = fill resistance. Stop.